Event description:
Pt states that his ms3 pump is malfunctioning (B)(4). He stated that a message said "enter passcode" and then pt stated that his pump alarmed service due. Pt has a functioning pump. Pt was unharmed. We are sending a replacement pump and will send a pump return box. Dose or amount: 37.5nkm, frequency: continuous, route: sq. Dates of use: from (B)(6) 2014 to present. (B)(4).